Event description:
A customer reported a cataract system rec'd a sys message and the footswitch would not respond during a procedure. The sys was exchanged to complete the surgery. There was no pt harm reported.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).